Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000415.

Event description:
It was reported during a diagnostic colonoscopy procedure the colonovideoscope exploded inside the patient. The endoscope was inserted into the patient and the proceduralist decided to switch to a different endoscope. When the first endoscope was removed from the patient, it popped apart leaving the internal mechanisms visible. There was no patient injury, but small pieces of black endoscope material were observed when the second endoscope was inserted. The black pieces were then removed from the patient without incident by flushing with water and suctioning them out through the second endoscope. They were small enough not to occlude the suction channel. The procedure was then completed with the second device. There were no additional interventions necessary. The event resulted in a momentary delay in the procedure to look at the damaged endoscope, hang a new one, and check the patient for injury before proceeding. The patient was under sedation, not general anesthesia. There was no reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was noted: the bending section cover was torn completely apart at the bending and passive section of the bending end. There were major dents and scratches noted on the c. Cover. On one of the c-pin holes there was missing glue and no indication of the screw intact. There was missing and cracked glue around the bending section cover adhesive, which was noted on both the insertion tube and distal end sides of the bending section cover. In addition, the glue, bending cover and distal end cover were third-party parts. When inspecting the bending section separation, the screws appeared to be third-party parts. In addition, there were traces of a white color glue around the joint section at the bending tube and passive bending tube section. The third-party screw was removed from the device and compared with an olympus screw. There is a clear difference in size, length and appearance between the two screws. The bending and passive section was reconnected using the olympus screw (part number ge782500) and there was no gap observed between the screw and bending section. In addition, an olympus borescope was inserted down the channel, and deep scratches and tears were noted throughout the biopsy channel. The screw was determined to be third-party part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section (a-rubber) was broken by scratches at the rubber. A sharp object, such as distal parts from the bending section, or screws, etc. May have scratched the a-rubber. However, since the since the actual damaged a-rubber was not returned to olympus, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿chapter 1 general policy 1.4 precautions: warning: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿3.3 inspection of the endoscope: inspection of the passive bending section. Warning: if the passive bending section does not bend smoothly, it may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the passive bending section. Patient injury, bleeding, and/or perforation may result.¿ ¿prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." "Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ this supplemental report includes an update to d8, d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.